Event description:
Reporter indicated that device was programmed to off as a result of throat pain and difficulty breathing. Further investigation revealed that the symptoms have subsided after programming the device to off. Physician plans to program the device back to on in a couple of months.